Event description:
The customer reported that while the intra-aortic balloon (iab) pump was in use on a patient along with a bypass machine, air was introduced into the patient. The iab will not be returned at this time. It is unknown if the death is related to the iab therapy.